Event description:
Customer reported a cartridge change error with pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and clean various pump components and attempt to load the cartridge, but was unsuccessful. Technical support assisted in filling and loading a new cartridge, but the issue persisted, leading to referral for escalated troubleshooting. Customer was advised to use a medtronic pump as backup therapy.